Event description:
It was reported that the patient received at least 2 inappropriate shocks due to t-wave oversensing. The device sensing algorithm did not withhold. Programming changes were done. Both the right ventricular lead and the implantable cardioverter defibrillator remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A patient alert for lead failure predictor occurred on (B)(6) 2012, 13:59:57. 5 ventricular nonsustained tachycardia (nst) episodes of <=205 ms occurred on (B)(6) 2012, in the timeframe between 13:59:57 and 14:10:38. 5 lfp high rate nonsustained (ns) episodes of <= 215 ms average v-cycle occurred on (B)(6) 2012, in the timeframe between 13:59:44 and 13:59:55. Ventricular short interval count v-sic=66 counts, in 0.27 day, on (B)(6) 2012, in the timeframe between 11:15:59 and 17:45:35.